Manufacturer narrative:
Patient data: not received. Investigation results: analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the (B)(4) 1.19 kgf in average and 1.13 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Review of the batch manufacturing record showed this product had a normal process and the results during the process (B)(4) and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of (B)(4)/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to asses if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "suture broke during use." Additional information was requested and not provided.